Manufacturer narrative:
The reported event was confirmed. A picture was provided by the customer. It was visually observed that the conduit was broken. H3 other text : device not returned.

Event description:
It was reported per sales rep that the omnicurve balloon kit sustained a break in the curved conduit. It should be noted that the procedure was completed successfully without any patient impact, and without any adverse consequences. There was a 3-5 minute delay reported.